Manufacturer narrative:
Per tandem user guide: it was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical support educated customer on proper cartridge/insulin labeling. Customer replaced pump supplies and resumed insulin therapy. Customer's blood glucose ranged between 200-311. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical support educated customer on proper cartridge/insulin labeling. Customer replaced pump supplies and resumed insulin therapy. Customer's blood glucose ranged between 200-311 mg/dl.